Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/30/2020. Additional h3 investigation summary: it was reported breakage needle/ bending needle intra-op. One picture was provided for analysis. Upon visual inspection of the pictures, the needle appears to be not broken; however, the body needle was misformed of product code w9150, lot mg8cjdp0. No conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "needle broke / bent during surgery with just 2 bites." Please clarify: the needle broke and also the needle bent during the procedure? What tissue/location was suturing when needle breakage and needle bending occurred? What does it mean when it is mentioned "with just 2 bites? Please explain patient's condition? Procedure name and date? Event date? A manufacturing record evaluation was performed for the finished device lot mg8cjdp0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and a suture was used. During the procedure, the needle broke with just two bites. There were no adverse patient consequences reported. Additional information was requested.